Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 21 g introducer needle, one 0.018 in. Guidewire, and one 4.5 fr x 5 cm microintroducer assembly were returned for evaluation. An initial visual observation showed some use residue on the returned guidewire. The proximal tip of the guidewire was observed to be damaged. A microscopic observation revealed several of the most distal coils of the guidewire were bent and disjointed but connected to the weld tip. Both weld tips were observed to be present and intact. The inner diameter of the dilator was observed to be slightly damaged, and some slight damage was observed on the inner edge of the needle bevel. While the exact cause of the damage observed in the returned guidewire is unknown, possible causes include damage during manufacturing, packaging, handling, or use. A lot history review (lhr) of redy2770 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the guide wire was unable to pass through the introducer needle. On (B)(6) 2021: the distal coils of the returned guidewire were bent and disjointed.